Event description:
It was reported that customer experienced keypad anomaly. It was reported that up arrow button responded intermittently. Insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.